Event description:
It was reported to philips that the device experienced low shock results. There was no report of patient involvement.

Event description:
It was reported to philips that the device experienced low shock results. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site to evaluate the noted issue. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The therapy capacitor was replaced to resolve the noted issue. The device passed all performance assurance tests and was placed back into use with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.